Event description:
The reporter stated that the drill guide from the tibiaxyx kit broke during surgery while the doctor was trying to remove it from the plate with the driver. The patient was undergoing a procedure to stabilize a right ankle fracture. There was no adverse outcome for the patient to date. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.